Event description:
CT technologist reported in 2008, that after the pt had left the procedure room, he was removing the syringe from the injector when he heard a snapping noise and realized that the suspension arm along with the injector power-head had dropped about a foot, and was being held up by the injector power cord/cable. He reported he was not injured, and that liebel flarsheim field svc engineer arrived on site at 10 am the next day and repaired the j-bow suspension and the room was ready for use at 1130 am. He reported that there are two add'l CT procedure rooms, so there was only a brief delay regarding pt care the next day.

Manufacturer narrative:
Fse incorrectly replaced the original mavig spring arm with a mcmahon during the j-bow upgrade as a temporary repair. The mcmahon spring arm is not approved for the optivantage injector. The incorrect mcmahon spring arm was removed and replaced with the correct arm for this system.